Event description:
Acct. Reports that the rubber stopper "pulled out" of the injection site. Injection site was on triple lumen catheter on the distal port. Fluid was infusing on the other port, but acct. Suspects that injection site may have been inverted before use. No medical intervention needed for the pt., injection site changed which is considered a nursing intervention.